Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 5,000 mcg/ml at 240 mcg/day, fentanyl 10,000 mcg/ml at 480 mcg/day, clonidine 5,000 mcg/ml at 240 mcg/day, and marcaine 20 mg/ml at 0.961 mg/day via an implanted pump for non-malignant pain. The patient's medical history was unknown. The patient experienced a lack of therapeutic effect and there were no known environmental/external/patient factors that may have led or contributed to the event. The physician attempted a dye study in his office and also a (B)(6) study. The dye study was unsuccessful, which led to scheduling the revision procedure. On (B)(6) 2016, a partial explant/replacement of the catheter occurred. The pump and catheter segment were replaced and would be returned. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The revision was scheduled for (B)(6) 2016. The patient and physician described lack of therapy recently with the pump and there had been refill volume discrepancies. A dye study was attempted in the office but unsuccessful, according to the hcp. In the procedure, the hcp was unable to aspirate from the pump connector. He then trimmed a piece off of the pump segment and was still unable to aspirate. He then made incision at the spinal segment and was able to get cerebrospinal fluid (csf) after he cut the catheter, distal of the bi-wing anchor. He then connected a new 8784 pump segment to the existing spinal segment. The existing pump had a 2cc volume discrepancy, so he elected to replace the pump as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.